Event description:
User received discrepant bicarbonate results for one patient sample. Initial result from a different module (ppe) gave 23.9; sample repeated on original module (pe) gave 19 mmol per l. User stated "the co2 result of 23.9 mmol per l generated from different module was considered correct", and "the co2 result of 19 mmol per l generated from the original module was considered incorrect." No erroneous results were reported. Patient not adversely affected.

Manufacturer narrative:
The field service representative determined the bath was dirty and bleached bath and performed bath exchange. To verify analyzer performance, he performed mechanism checks. On a follow up visit, he performed a precision check and compared results to two separate analyzers to further verify analyzer performance.